Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the actual device inspection yielded correct lens dimensions and therefore, lenstec is unable to determine why the lens was decentered. Additional information has been requested from the facility and a supplemental report will be issued once received.

Event description:
Lenstec received an email stating that "intraocular lens exchanged due to lens decentered."

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the actual device inspection yielded correct lens dimensions and therefore, lenstec is unable to determine why the lens was decentered. This supplemental report reflects additional information and the complaint remains closed. .

Event description:
Lenstec received an email stating that "intraocular lens exchanged due to lens decentered".